Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 361 (mg/dl) the night prior to contacting tandem technical support. Reportedly, the customer's blood glucose level remained high after exercise. The customer stated that the reason for the elevated bg level was unknown. A correction bolus was delivered to address elevated bg level. It was indicated that the customer was already in contact with their healthcare provider regarding the elevated bg level.